Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. The failure mode was able to be reproduced during investigation. The battery 2 pack voltage was measured to be 3.5 volts rather than the expected 16 volts. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm during a preventative maintenance (pm) check. No patient was involved.